Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2014 with the following findings: a review of the pump¿s black box history showed no evidence of a motor issue was recorded on 02/03/2014. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump was opened and no moisture corrosion was observed on the motor assembly or internal motor. The complaint of the pump motor issues was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. The reporter alleged that the pump was able to rewind but was not able to perform the load step correctly. It was noted that the pump would load to 194 units with or without a cartridge inserted. Reportedly, there appeared to be ¿sand¿ in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.